Event description:
It was reported that the spring wire guide (swg) was being placed in the patient's left subclavian vein. The physician was inserting a port-a-cath and the swg needed to be repositioned. At which time, the md noticed that while repositioning the swg the j-tip unraveled. As a result, the swg was removed intact. There was no delay in treatment, no patient death and no patient complications reported. Additional information received on (B)(6) 2010 from the hospital purchasing agent stated there was a sheath in place, so therefore, another swg was not used and the catheter was placed successfully for the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.